Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company¿s on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.

Event description:
The customer reported that the device "will suddenly turn off and the screen is lost". There was no patient impact or consequence reported.